Manufacturer narrative:
Cmp-(B)(4). This event was previously reported under (B)(4) report number: 0001825034-2017-07332. Implant date: (B)(6) 2017.  Explant date: (B)(6) 2017. Concomitant medical products:  vanguard posterior stabilized femoral, cat#: 184532 lot#: unknown.  Regenerex 3-peg patella, cat#: unknown lot#: unknown.  Vanguard posterior stabilized tibial bearing, cat#: 183664 lot#: 372480.  Report source: (B)(6). This product is manufactured by zimmer biomet spain and is not cleared or distributed in the u.s.  However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k945028. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient was revised to address tibial loosening and pain. Attempts have been made and no further information has been provided.